Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing of an arrhythmia was noted when the patient was brought in the emergency room. The patient coded at a facility where he was being cared for. Ems noted pulseless electrical activity (pea) and vf rhythm and delivered external shock, which converted the patient's rhythm. The patient was intubated and in a paced rhythm. Upon device interrogation, no tachy episodes were stored during the time the patient received external defibrillation. However, several non-sustained rv oversensing episodes were stored. The patient appeared to be experiencing an arrhythmia with intermittent ventricular undersensing during the episodes. It was discussed the possibility of undersensing contributed to the lack of tachy detection. The patient was taken off life support and expired.